Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. One instance of alert 63 (vibe i2c communication) occurred on the reported event date but was resolved by the ilet and did not impact insulin delivery. Based on the information provided, the user disconnected the ilet prior to exercise and did not consume or announce a meal. During this time, the dexcom g7 sensor fell off, preventing cgm-based insulin dosing. Device logs show a 4-unit insulin prime at approximately 5:00 pm. Although intended for tubing fill, if the user was connected at the time, the insulin may have been delivered into the body unintentionally. Due to cgm signal loss, the user may have misjudged their glucose level and delivered insulin without confirming bg. The user subsequently experienced hypoglycemia (bg 36[?]mg/dl) requiring ems-administered glucagon and emergency care. The device functioned as intended and no malfunction was identified. This event appears related to user handling in the context of sensor loss and physical activity. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user disconnected from the ilet device prior to exercising and did not announce a meal. During the workout, the user's cgm (dexcom g7) sensor fell off due to sweat, and the user was unable to apply a replacement. The user began experiencing symptoms of hypoglycemia and called ems. A blood glucose (bg) level of 36[?]mg/dl was documented. Ems administered glucagon and transported the user to the emergency room, where the user was monitored and later discharged. The user reconnected to the ilet after discharge and resumed use.